Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lead testing the mobile programmer application lost connection to the mobile programmer for a brief period of time. It was noted that the mobile programmer application displaying as if nothing was connected, despite being hooked up to both the electrocardiogram (ECG) and right ventricular (rv) lead. It was then noted that connection was reestablished and the case was completed without further issues. The mobile programmer application was subsequently deleted and reinstalled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis of the data/database found the customer comment of lost connection was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.